Event description:
The company was made aware that the pt was admitted to the hospital due to csf leak. A surgery was performed to correct the leak and during the surgery, it was discovered that the pt's electrode array was not in the cochlea. The electrode array was repositioned and cochleostomy was repacked. However, the pt continued to display csf leak symptoms. The pt's device was explanted.